Manufacturer narrative:
The beckman fse (field service engineer) evaluated the instrument and replaced multiple hardware components including: the j nozzle, ref block (zw0820), t tube a, t tube b, spacer, holder, and the reference electrodes to resolve the issue. (B)(6).

Event description:
The customer reported receiving erroneously high sodium (na) results on the au5800 clinical chemistry analyzer. The high results were not reported outside of the lab. There was no change in patient treatment in association with this event.